Event description:
In 2007, it was discovered the patient had an infection in the aorta. The physician stated it was not related to the device and believes it was present prior to the implantation of the devices.the following month, the two gore excluder aaa endoprosthesis were explanted and replaced with a vascular graft. The devices were discarded at the facility. The patient was reported to be doing well.

Manufacturer narrative:
The devices were discarded at the hospital. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted and explanted.